Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty to remove; however, the reported material deformation appears to be related circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of a 3.5 x 28 mm xience xpedition stent delivery system (sds) the protective sheath was removed with resistance and the proximal edge of the stent had a bent strut. The procedure was successfully completed with another 3.5 x 28 mm xience xpedition stent. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.